Event description:
Event description boston scientific, crm received information that this right ventricular lead became dislodged approximately three weeks after implant. A single chamber device had originally been implanted with the lead, as the patient was experiencing atrial flutter-fibrillation. Three weeks after implant, pacing failure was noted due to the right ventricular lead dislodgement. During the procedure there was difficulty placing the lead, and it was noted that the patient's rhythm had returned to normal sinus rate. As a result, the single chamber device and right ventricular lead were explanted. A new dual chamber pacemaker and a new right atrial and right ventricular lead were implanted. No allegations were made against the performance of the dislodgeed lead or pacemaker, and the dislodgement was attributed to the patient's condition.